Manufacturer narrative:
Continued: h.6. F2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Patient reported their "health was getting worse and worse. The shock came after surgery, my implants were just mud, yellow and sticky." Healthcare professional later reported gel bleed. Device has been explanted. This relates to the right side.